Manufacturer narrative:
No device analysis results are available because the device was not received for investigation. There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. Review of the device history record was not possible as the lot number for power supply is not applicable.

Event description:
The patient reported sparking and exposed wires on the power supply box. The patient electronics unit was replaced and there were no adverse consequences reported by the patient.